Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient dislocated while being moved after the primary surgery. The bearing, liner, stem and head were removed and replaced without further complications. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00791. Cat #: 802202801/femoral head 12/14 taper 28 mm diameter -3.5 neck length/lot #: 65649365 cat #: 00786401200/femoral stem press-fit collarless 12/14 neck taper standard body standard neck offset size 12 128 mm stem length cementless/ lot #: 64924696 cat #: 110024462/ g7 dual mobility liner 40mm d/ lot #: 65703916 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.